Event description:
Customer reported that the insulin pump alarmed button error and she was unable to remove the battery. Blood glucose value is 250 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Device received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.